Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ca19-9 list 02k91-39, that has a similar product distributed in the us, list number 02k91-29 and 02k91-33. This event is also being reported in mfg report 3002809144-2018-00524, for a second suspect medical device (list 02k91-39, lot 84018m800).

Event description:
The customer observed a falsely elevated architect ca19-9xr result of 3862 u/ml during monitoring of a pancreatic cancer patient (sid (B)(6)). The patient had previously undergone surgery after which ca19-9 had decreased to 137 u/ml ((B)(6) 2018). On (B)(6) 2018 and (B)(6) 2018, ca19-9 results were 2914 and 3522, respectively. Pet/CT scans did not show any findings of recurrence. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed by reviewing the complaint text, service history, tracking and trending metrics, and the current labeling for the architect ca-19-9xr package insert. A review of the product labeling concluded that the issue is sufficiently addressed. No trend associated with the architect ca 19-9xr discrepant results. No product deficiency was identified.